Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the reports and agreed there was intermittent loc. Ts suggested reprogramming to change the qrs complex. The device remains in use. No adverse patient effects were reported.